Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the patient had exhibited a pneumonia in the valve-treated lobe several months after the valve placement procedure. The patient was admitted to the hospital and was treated with intravenous (IV) antibiotics. No valve removal was required. Additional information was requested but not available at this time. There were no further reports of patient harm. This report is 4 of 6 valves that were implanted.